Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy in the general care area. The alleged over infusion was cipro 400mg in 250ml. The order was for cipro 200mg; however, the pharmacy only carries cipro 400mg in 250ml. The nurse programmed the secondary infusion at a rate of 200ml/hr and a volume to be infused of 125ml (half of the bag = 200mg). The nurse went back into the patient's room and the entire secondary bag was empty. There were no reported alarm conditions. In addition, it is unknown if the secondary IV set up was correct. There was no patient injury or medical intervention as a result of this alleged over infusion event.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "over infusing during therapy," which was further clarified by the customer with the following information: "the alleged over infusion was cipro 400mg in 250ml. The order was for cipro 200mg. The pharmacy only carries cipro 400mg in 250ml. The nurse programmed the secondary infusion rate-200ml/hr and vtbi- 125ml." The symptom was not reproduced as the device passed flow rate testing in accordance with the preventative maintenance procedure. Device investigation measured the finger and valve travel, but did not identify any hardware failures associated with the reported symptom. Review of the event history log was completed and revealed one programmed infusion of ciprofloxacin (400 mg/200 ml) on (B)(6) 2016 at a rate of 200 ml/hr and a vtbi of 200 ml. The infusion was completed. Assignable cause was determined to be use error; the customer programmed the pump for a vtbi of 200ml instead of the intended 125ml. No correction was required in regards to the reported symptom.